Manufacturer narrative:
This report is submitted on november 6, 2020.

Event description:
Per the clinic, the patient developed an infection (cellulitis) at the abutment site. Revision surgery to remove the abutment is planned, but has not yet occurred as of the date of this report.